Manufacturer narrative:
Initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated peritoneal dialysis (pd) set with cassette was leaking from an unspecified location. The leak was observed during setup for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.